Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. The field service engineer remotely delete the database and rebuilt resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was in disconnected mode. Customer did a hard reboot and allowed user to login but is performing very slow and also mentioned that there was a delay in issuing the medication there were no adverse events or injuries reported based on this event.